Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review, their implantable cardioverter defibrillator exhibited over-sensing. No intervention was made. The patient was in stable condition.